Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of the images are dark was confirmed. The probes transducer pad is ripped, causing a dark image on the right side of the screen. The root cause of the failure was use-related damage.

Event description:
It was reported during evaluation of returned device, the probes transducer pad is ripped, causing a dark image on the right side of the screen. No other information was provided.